Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient reported sparks and popping noises were seen at the part where the power cord meets the cycler and the cycler starting turning on and off during drain 2 of 5 of treatment. It was also noted the screen went blank. The cycler power cord was unplugged and plugged back in and the screen was able to come back on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and inform their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that an alternate treatment was not available. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark and popping noises occurred several times on the day the patient contact called into technical support. The pdrn stated that the patient was unable to complete the peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient reported sparks and popping noises were seen at the part where the power cord meets the cycler and the cycler starting turning on and off during drain 2 of 5 of treatment. It was also noted the screen went blank. The cycler power cord was unplugged and plugged back in and the screen was able to come back on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and inform their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that an alternate treatment was not available. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark and popping noises occurred several times on the day the patient contact called into technical support. The pdrn stated that the patient was unable to complete the peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. A post-accelerated stress test (ast) simulated treatment was performed and passed with no further alarms or issues. The sound (noise) emitted from the cycler during the test treatment was normal. The cycler underwent and passed a catch post hipot test, patient hipot test, current leakage test, touchscreen test, system air leak test, balloon valve actuation test and voltage check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. No evidence of a "spark" was found during troubleshooting. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient reported sparks and popping noises were seen at the part where the power cord meets the cycler and the cycler starting turning on and off during drain 2 of 5 of treatment. It was also noted the screen went blank. The cycler power cord was unplugged and plugged back in and the screen was able to come back on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and inform their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that an alternate treatment was not available. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark and popping noises occurred several times on the day the patient contact called into technical support. The pdrn stated that the patient was unable to complete the peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had had no further issues. The cycler has been returned to the manufacturer for physical evaluation.